Event description:
At 6:00pm the suspect device was used to check the patient's blood glucose level. A result of 555mg/dl was obtained. Pt's family member injected 4 units of regular insulin based upon this result. At 6:30pm the suspect device read 270mg/dl. Pt became sleepy. 911 was called. The emergency medical technician's performed a blood glucose test and received an error message. The family member claims a keto strip was used and the result from it was 240. Pt was transported to the hospital. Their blood glucose level from a lab test was 30mg/dl. Pt was given something to eat and then released from the hospital.